Event description:
Patient reported obtaining a blood glucose result of 6 mg/dl while using the active system. The device's numeric readings range is 10-600 mg/dl; values > 600 mg/dl should display as "hi." Patient did not report taking any action based on this result. No adverse event was reported. Technical support requested the return of the suspect product and replacement product was shipped.